Manufacturer narrative:
(B) (4).

Event description:
Neurostimulation was intermittent. Every 30 seconds the pt's hand would have sudden involuntary movements where she would drop or not be able to pick up something. This had been occurring for a few days. The pt also heard an electrical noise in the back of her ear once or twice a day. It was unclear if the implantable neurostimulator was causing this problem. Palpation and movement did not cause stimulation changes. There was no known accident or incident related to this complaint. The pt was at home at the time of the call. Her status was fair. She had an appointment with her hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.